Manufacturer narrative:
(B)(4). Batch # n91c8z. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during the total hysterectomy procedure, the white tissue pad was fallen off during the procedure. Changed to another one to complete surgery. There was no patient consequence reported.